Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. The patient returned with pain and x-rays confirmed that a screw was broken at s1 on the left side. The patient underwent a revision surgery to remove and replace the broken screw. No further details are known at this time.

Manufacturer narrative:
(B)(4): analysis of the returned device shows that no pre-existing defect was found at the level of the breakage. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw. The origin of the breakage within the first months postoperatively cannot be determined with the provided information. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.